Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer indicated that an error c-34 occurred repeatedly when the surgeon activated the monopolar coagulation energy on the integrated electrosurgical generator unit (iesu). Prior to calling for assistance, the customer had rebooted the iesu and the system, replaced the energy cable and the instrument, and used a different monopolar port in the iesu, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 25913 indicating to the iesu error, c-34 (high frequency voltage is too low in on state). The customer did not have a davinci compatible generator and elected to continue the procedure as it was. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The generator was not functional during use.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) ¿vio dv generator was analyzed, and error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. C-34 and c-00 errors were present in the error log. The complaint regarding error c-34 was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.